Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room. Patient¿s blood glucose exceeded 250 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (abdomen). Health care provider told the patient¿s mother that it was a viral illness that mimicked the flu making the patient sick and bg levels raise. Patient¿s mother was told by the health care provider to increase the basal intake by 10% during illness. Patient had large ketones.